Manufacturer narrative:
(B)(4). Additional information was received from the customer of the home dialysis unit at (B)(6) hospital. She confirmed that there was nothing wrong with the dialysis system when the se 2240 occurred. The transfer set was not leaking nor did she have any connection issue. The cassette was also working fine. The leak was due to a hole in the catheter. The catheter was replaced and there was no patient injury. Antibiotics were given to the patient as precaution. The catheter is not a baxter product and the manufacturer was unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) unit. This event occurred during use, the patient was connected, in initial drain. The registered nurse (rn) stated she noticed hospital staff may have used water proof tape on the home patient (hp) near his site area and this may be where air got in as the transfer set tube was wet. The technical service representative (tsr) gave the rn instructions in clearing the 2240 alarm and advised the rn to call an on-call md as the leaking transfer set needs to be changed. Otherwise more se 2240 alarms may occur. The rn confirmed this was the 2nd se2240 alarm that night. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event.